Manufacturer narrative:
G4: (B)(6) 2020; b4: (B)(6) 2020 . This reporter stated via a medwatch user facility report that a 58 years old white male patient with an unknown height and weight, was admitted to a hospital on an unknown date with an admitting diagnosis of covid pneumonia. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on (B)(6) 2020. The patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2020, the patient was receiving therapy via the v60 device, at approximately 1910, an intravenous therapist noticed that the v60 displayed a black screen and would not power on despite being plugged into a red electrical outlet, hospital staff then placed the patient on another ventilator; brand and model not reported, the patient¿s peripheral capillary oxygen saturation (spo2) increased from the 70¿s to 80¿s, the patient continued to have difficulty breathing, the patient rapidly deteriorated and experienced an outcome of sudden cardiac death on (B)(6) 2020. No relevant laboratory data was reported. Patient ID: (B)(6) . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30sep2020. B4: 01oct2020. A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. Review of the provided diagnostic report (drpta) showed no error, power on self test, continuous built-in test, or error codes. No fail events were found in the logs and no event code was recorded when the device shutdown. Per the drpt from on (B)(6) 2020, the device generated high rate alarm, for several hours without intervention. Review of the two provided photographs of the device¿s touchscreen display showed that the device was in s/t mode, ipap 12 cm/h2o, rate 8 bpm, I-time 0.80 seconds, rise 3, epap 8 cm/h2o, 21% oxygen, a low minute ventilation alarm was displayed, the patient rate was 8 bpm, total volume exhaled was 67ml, patient leak was 28l/min, patient triggered percentage was, and the ti/ttot was 11 percent. The fse confirmed that the power management pcba was replaced. The device passed all performance assurance tests and was placed back into use with the customer. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2020, the patient was receiving therapy via the v60 device, the device shut off, and the patient experienced an outcome of death. No relevant laboratory data was reported. There is information to support that a malfunction of the power management pcba occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13aug2020.

Event description:
A customer reported to philips that the respironics v60 ventilator shut off during ventilation while in use on a patient and the patient experienced an outcome of death. The customer reported that the unit was in use on a patient at the time of the reported device behavior and patient outcome.